Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the device didn't use any battery, so they didn't think it was working. When recharging, it took 2 hours with excellent connectivity to go from 50% to 70%. The patient thought something was wrong with it. It was noted that the patient had access to pulse width, rate, and intensity. The patient said he changed the intensity, pulse width, and rate every day and nothing worked. He was not consistent with device parameters and ran stim below paresthesia with low-dose settings. All connections looked good, but there was a possible short on electrode 1. This electrode was programmed around. The device was switched to hd settings and the patient no longer had access to pulse width and rate. He was also educated on adjusting intensity. The patient was happy with this change. The recharge diary was checked, and it was noted the last recharge session lasted 45 minutes and went from 50% to 70% with fair quality. The patient said that the tablet was lying to the rep. The patient was educated on recharging and that fair connectivity will result in a longer charging duration. He was going to keep a recharge diary to keep track of how long the sessions are taking, and what charging quality they had so they can compare the next time he has an appointment.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 31-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). It was reported the patient requested a meeting for a reprogram. The patient described they fell with a crushed t disc and was seeing their primary care doctor. The patient stated they had shut it down, something was wrong with the leads. The patient reported it was making them dizzy and their legs folded up like muscle cramps to the point of taking them to the floor. The patient had turned down 25% below original settings and made further adjustments to titrate down 25% until it was turning off. It was reported the cause of the event was the patient had a fall. No further complications were reported or anticipated.